Event description:
Spontaneous call from pt's mother regarding cadd legacy malfunction, sn unk at this time. Another requested call back to provide sn number. Pump alarmed last evening while infusing. No error code displayed. Pt's mother attempted to turn off the pump and at one point message appeared no disposable, clamp tubing but cassette was in place, tubing unclamped. No damage had come to any part of it. Pt was successfully switched to back up pump. No adverse effect reported. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.